Event description:
It was reported that during a lap gastric bypass procedure, the device's tissue pad had fallen off the device and into the patient. The tissue pad was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.